Event description:
It was reported the patient has had a flipped pump in the past. No further details were provided. Drug information was not given and no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. Product ID 8840, product type programmer, physician. (B)(4).